Event description:
Resident was found with lower body on floor and upper body leaning against bed. Resident's head was on bed on left side in between mattress and side rail. Bed alarm did not sound as head was on the bed alarm sensor. Medical examiner examined pt and determined cause of death to be asphyxiation. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hx of falls.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/14/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2010. The patient reported a blood glucose result of "78 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 10 minutes after the start of the alleged issue, the patient claimed she "almost had a seizure" and was "twitching and shaking." The patient stated her husband, whom is a physical therapist, gave her a (B)(6) to drink as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.